Manufacturer narrative:
The hospital biomed evaluated the device and reproduced the issue.

Event description:
The customer reported the device showed a battery error code while monitoring a patient. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.